Manufacturer narrative:
The investigation for high purge pressure has been completed. The impella device was not returned for evaluation. Data logs were reviewed and there was a drop in purge flow corresponding to a rise in purge pressure observed. The pressure rise was of about 2 minutes and then a sudden return to the normal pressure. This is an observed characteristic of a kinked catheter. In clinical details, it is mentioned that the pressure was resolved when tissue plasminogen activator (tpa) was added to the purge but the data logs don't support that. The root cause of the high purge pressure issue was most likely a kinked purge line in the catheter. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13715. E4 should have been left blank in the initial report. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a cp pump placed to support a patient who was suffering from a st elevated myocardial infarction. The pump supported for eight days and was then explanted due high purge pressure and low purge flow. The team had previously tried troubleshooting with the use of tissue plasminogen activator in the purge. The explant occurred and care was escalated to an impella 5.5 pump. The patient survived the event.